Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was missing information ; the middle section of the screen was all black. Complainant indicated that there was no pt involvement in the reported malfunction.